Manufacturer narrative:
Qn #(B)(4). A second investigation was performed as feedback was received from the customer indicating they did not open the unit as it was previously thought. Results of updated investigation: the complaint is confirmed. The investigation revealed that the temperature probe harness was disconnected, which did not allow for the unit to power on and navigate all initial tests. A device history record review was performed with no evidence to suggest a manufacturing related issue. It was initially determined that the customer may have opened the unit and the harness was disconnected. However, additional feedback was received from the customer stating that they did not open the unit. Therefore, the manufacturing site was consulted for this complaint. The site confirmed that there were no issues with the unit at the time of manufacturing as it passed all required tests. Additionally, a random sampling of 13 production units were inspected at the manufacturing site to ensure proper assembly and functionality. The results of the inspection found that all 13 units were assembled correctly and functioned properly. No issues were found with any of the aforementioned units during manufacturing. Based on this information, the root cause of this complaint investigation is undetermined. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported the unit "will not power on". No patient involvement reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no major defects observed. Functional testing was performed and the unit was connected to 110vac. The unit passed the initial power connect test and navigated through the power-on self-test (p.o.s.t.) With no issues. The unit failed the temperature display accuracy test as it did not recognize the temperature probes and did not display the appropriate temperature values. The unit was opened to inspect the temperature probe harness and temperature probe port. It was observed that harness 11809 (temperature probe harness) was disconnected from the user interface board. The harness was reconnected and the test was attempted again. This time , the neptune displayed the correct temperatures and properly alarmed in the high temperature scenario. It's possible that the disconnection of the temp probe harness made it appear as the unit was not heating since the temperature values were not displaying on the user interface. It is likely the customer opened the unit and the harness was disconnected. The complaint is confirmed. The investigation revealed that the temperature probe harness was disconnected, which made it appear as the unit was not heating since the temperature values were not displaying on the user interface. Since the neptunes are 100% functionally tested during manufacturing assembly, it is unlikely that the failure was present at the time of release. A device history record review was performed with no evidence to suggest a manufacturing related issue. It appears the customer opened the unit and the harness was disconnected. Based upon the damage observed, it appears that intentional user error caused or contributed to this event. An in-service has been requested. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported the unit "will not power on". No patient involvement reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A verification of the reported failure mode was conducted and 8 devices were taken from current production (425-00 concha neptune lot # 73b210011n) at the manufacturing facility and were functionally tested. No issues were encountered during the functional testing. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported the unit "will not power on". No patient involvement reported.